Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump needed new battery every day and the metal part of battery cap was loose. Checked alarm history and power error detected came up. The pump also mentioned reservoir was low while it was not. The patient¿s blood glucose got up to 24mmol/l yesterday. They did not know today as they did not do a finger stick. The insulin pump will not be returned for analysis.